Manufacturer narrative:
No pt info provided as no pt was involved in this concern. RMA issued for two replacement vertek ii arms, both shipped on (B)(4) 2011. Investigation finds first vertek arm handle had been turned too far open and was locked up. Medtronic rep was able to break the handle loose, but both ends of the vertek are locked up; and the tip of the attachment screw is broken off. Second returned part, found both ends of the vertek lock and release with the handle. No visible damage. No problem found. Second vertek arm is fully functional.

Event description:
A site purchasing rep reported two damaged vertek arms in need of replacement. This event did not occur during surgery and no pt was present.